Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise while connected to two chronic competitor leads. Boston scientific technical services (ts) was contacted by the patient's health care professional (hcp) to discuss the events. The hcp was able to reproduce the noise at a fix setting of 0.25. The hcp then programmed the sensitivity to 0.15. Noise was also able to be reproduced with isometrics. Ts discussed programming the device to be less sensitive as opposed to more sensitive. Additional information indicates that the noise appears to be electromagnetic interference (emi). The patient will continue to be monitored. The device remains in service. There have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation from the field was not confirmed or duplicated during analysis.

Event description:
The device was explanted and returned approximately 3 years later for normal battery depletion.